Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer current blood glucose was 509 mg/dl. The customer tried to give bolus. The customer was advised the 2 high blood glucose rule. Customer was unable to complete troubleshooting because he was going to talk to healthcare provider tomorrow. The customer changed the set and site prior to her call. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 509 mg/dl. The customer stated the pump alarm during normal use. The customer was advised that a battery out limit alarm during normal may indicate a loose battery cap. Customer was advised that we will send a replacement battery cap. Customer declined a batter cap and claims the issue is not have a new battery. Customer was advised to monitor pump.